Event description:
In 2008, the patient reported an elevated blood glucose reading of 330 mg/dl with his normal range being around 110 mg/dl. He said he exercised which brought his reading down to 270 mg/dl, and he then bolused 5 units of insulin. He stated he noticed insulin in the cartridge chamber of his infusion device this morning. He removed the cartridge from his device and did not see any cracks or damage to the cartridge. He said he changed his cartridge, site and tubing yesterday. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.